Event description:
A user facility clinic manager (cm) reported after starting hemodialysis (hd) treatment, the top of the dialyzer disconnected from the dialyzer. There was no reported blood loss noted at intake. The sample was discarded and was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.